Event description:
During an iontophoresis electrode treatment administered with dexamethasone, the pt received a burn on the shoulder that blistered and scabbed from the active electrode. The burn was approx 1cm round in size. According to the physical therapist, the recommended treatment time of 40ma-minutes was not exceeded and the instructions for use were followed correctly, the dexamethasone is not sold with the electrode.